Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device change-out procedure. Upon connecting the right ventricular lead to the new device, the lead was noted with low impedance, loss of sensing, and loss of pacing. The lead was capped and replaced on (B)(6) 2019. The patient was stable.